Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving dilaudid (concentration unknown at "I think 1.5 mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that in 2011, the pump just stopped and the patient had to have it removed and replaced. An alarm occurred, and the patient reported hearing both the single tone and dual tone alarms but did not know what they were. It reportedly took a couple of months for the surgeon to order and replace the pump. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from a healthcare provideron 2017-jun-02. It was reported that the pump did not stop, but was part of the battery recall and was sent for elective replacement.